Event description:
The patient underwent prophylactic generator replacement due to intensified follow-up indicator = yes. The explanted generator was received and underwent product analysis. Device history record was reviewed and indicated that the generator was manufactured with the use of laser routing. Generator analysis identified contaminates on the trimmed edge of the printed circuit board assembly (pcba). These contaminates are residual from the " test tab" removal manufacturing process via laser routing and created resistive paths resulting in increased current consumption, thus contributing to premature battery depletion. No other performance or adverse conditions were identified with the generator. No additional relevant information has been received to date.